Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that at 2:33 am on (B)(6) 2017 the pump module was programmed to infuse magnesium sulfate 2gram/50ml at a rate of 50ml/hr with a vtbi of 50ml. At 2:45 am, the user changed the rate to 25ml/hr. Between 2:45 am and 2:50 am, the device was paused and restarted 4 times. At 2:52 am, the device was paused a fifth time and then channeled off 6 seconds later, shutting down and powering off the system. At 2:54 am, the user powered on the system. At 2:55 am, the user restored the previous infusion but did not start it. The user channeled off the device, shutting down and powering off the system. The volume recorded as being infused during this period was 11.613ml. The root cause of the reported overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported that the pump was "paused" however when the nurse went back the bag of magnesium was empty. There was no patient harm.